Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/28/2025. An investigation was conducted on 04/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. A ship history was completed. There was no evidence that the reported upn was sold to the account during the year prior to the event date. A lot history is unable to be performed. The account was unable to provide the lot number.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 c-ring broke in half at the end of the case. The harvester acknowledged he was torquing on the vein harder than he should have. No components of the device detached into the patient/harvesting tunnel. The case was completed without injury to the patient and no additional time was needed.